Event description:
The hosp reported that during endoscopic vein harvesting procedures, they have recently been experiencing ruptures of the btt port balloon on the vasoview hemopro 2. They are unsure as to why this continues to occur and have been completing the procedures without the balloon being inflated. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).